Event description:
It was reported that, "the pt had a bha on (B)(6) 2010. Afterward, the pt had a hip pain on (B)(6). Therefore, the surgeon took an x-ray and noticed the disassociated centrax with head from the stem".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.